Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative reported via phone call of high blood glucose readings and diabetic ketoacidosis. The customer was admitted to the hospital last month for diabetic ketoacidosis. The customer declined support from 24 hour hotline.